Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for free thyroxine (ft4). The sample initially resulted as 0.212 ng/dl and this value was not reported outside of the laboratory. The sample was repeated, resulting as 1.41 ng/dl. The 1.41 ng/dl value was reported outside of the laboratory. The patient was not adversely affected. The ft4 reagent lot number was asked for, but not provided. The ft4 reagent expiration date was 08/31/2016.

Manufacturer narrative:
The ft4 reagent lot number was 183473.a specific root cause could not be determined based on the provided information. A general reagent issue can most likely be excluded.